Manufacturer narrative:
Foot section.

Event description:
It was reported by service report that the gas cylinder was leaking at the foot end of the stretcher onto the floor and would not hold with weight. No patient involvement or adverse consequences are reported.